Event description:
On (B)(6) 2017 home monitoring alerted pacing impedance was greater than 3000 ohms, pacing threshold 4.6v at 1.0ms. On (B)(6) 2017 the pocket was opened and the set screw was tightened. Afterward all parameters were normal. No adverse patient events were reported. The device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.